Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy. Technical services (ts) indicated that there was some undersensing on the atrial channel. The patient's rhythm was detected in the vt-1 zone and then crossed over to the vt zone. Ts indicated that once the device crosses over from the vt-1 zone to the vt zone, programmed detection enhancements do not continued to be applied. There were no adverse patient effects. The device remains in service.